Event description:
As reported, an "excitation signal" appeared when a 7f exoseal vascular closure device (vcd) was halfway into the sheath, resulting in a blocking failure, and the right femoral artery puncture port appeared to be leaking blood, resulting in hypovolemic shock. The patient underwent stenting of the left internal carotid artery, due to intracranial artery stenosis, and the right femoral artery puncture site was "blocked" with the vcd. The hospital reported it as an adverse event to the china nmpa directly. The device returning for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, and h6 as reported, an "excitation signal" appeared when a 7f exoseal vascular closure device (vcd) was halfway into the sheath, resulting in a blocking failure, and the right femoral artery puncture port appeared to be leaking blood, resulting in hypovolemic shock. The patient underwent stenting of the left internal carotid artery, due to intracranial artery stenosis, and the right femoral artery puncture site was "blocked" with the vcd. The hospital reported it as an adverse event to the china nmpa directly. Additional information was requested but not provided. The device was not returned for analysis. A product history record (phr) review of lot 18089551 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event coded as ¿indicator window-incorrect indication¿ could not be confirmed since the device was not returned for analysis. The exact cause of the ¿excitation signal¿ reported could not determined. A hypovolemic shock is a serious condition produced by rapid and significant loss of intravascular blood volume, which may lead sequentially to hemodynamic instability, decreased oxygen delivery, decreased tissue perfusion, cellular hypoxia, organ damage, and death. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of the patient¿s healing process of the puncture site is of outmost importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or a large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Based on the limited information available for review, it is not possible to determine how the blocking failure occurred, if the plug was even deployed, or the relationship to the bleeding event. However, if this event occurred when the exoseal was inserted halfway into the sheath, the exoseal device could be removed from the sheath and replaced with another vascular closure device. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the IFU¿s list of adverse events, ¿the most serious recognized risks associated with femoral artery closure procedures occur rarely and include, but are not limited to the following: vascular injury requiring repair, access site-related bleeding requiring transfusion, access site-related infection, new lower extremity ischemia, access site-related nerve injury requiring surgical repair, retroperitoneal bleed, permanent access site-related nerve injury, and death.¿ additionally, the IFU cautions that procedures should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal closure device training program. It also cautions if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Further retraction of the exoseal vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Neither the phr review nor the information available suggest that the reported event could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, an "excitation signal" appeared when a 7f exoseal vascular closure device (vcd) was halfway into the sheath, resulting in a blocking failure, and the right femoral artery puncture port appeared to be leaking blood, resulting in hypovolemic shock. The patient underwent stenting of the left internal carotid artery, due to intracranial artery stenosis, and the right femoral artery puncture site was "blocked" with the vcd. The hospital reported it as an adverse event to the china nmpa directly. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.